Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7078189 / 7093972.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure and was doing well post-operatively. The explanted ipg and leads were not returned as they were kept by the medical facility.